Event description:
The soundstar eco ultrasound catheter was unable to connected to the carto system. Clinical site notified mfg rep directly about event and return of product. No harm to patient. Manufacturer response for ultrasound catheter, soundstar eco ultrasound catheter (per site reporter).